Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 49mg/dl. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.